Event description:
During a hepatectomy procedure, the device registered a flat activation tone after 1.5 hours. Despite cleaning the blade and retightening the blade, it still failed to have any tissue effect and beeping activation sound continued. The procedure was completed using cautery by electro-surgical unit. There was no patient consequence.